Event description:
It was reported by the FDA via user facility report, event desc: during placement of the cannulated screw, approx 5mm of the drill bit sheared off.

Manufacturer narrative:
It is not known if the device will be returned for eval. If the device or add'l relevant info becomes available, it will be reported on a supplemental report.